Manufacturer narrative:
Device evaluation update: g4, g7, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. No exact root cause has been established however, vyaire medical determined that it is most likely that the epc main board is causing the issue. The issue was resolved with a new main electronics.

Manufacturer narrative:
Vyaire file identification:(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. At this time, the suspect device has not been returned for evaluation. However, the representative reported that after a hard reset the unit worked properly. They sent a screenshot of the unit problem and agreed for an onsite repair. No root cause has been determined at this time, since the investigation is still ongoing.

Event description:
A vyaire representative reported sudden blue screen of bellavista 1000e while on standby mode prior patient use. After they take off the ac power in order to deplete the batteries, the unit is constantly alarming then put back on the ac power. The unit worked properly, after a hard reset. The customer confirmed that there was no patient involvement associated with the reported event.